Manufacturer narrative:
Additional information was received that their was no loss of ability to ventilate and alarms remained functional. The initial MDR was not reportable. H3 other text : additional information was received that their was no loss of ability to ventilate and alarms remained functional. The initial MDR was not reportable.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.